Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue happened during the diagnosis coronary treatment. The procedure was delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system¿s ¿exposure is not functioning¿, as there was an error displayed as image disk full. The philips engineer download board software and recreated the database. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an image disk storage problem - exposure was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.